Event description:
A customer called to report high bg with high ketones with hyperglycemic symptoms despite boluses. She did know which day she wore this pod, and had no specific info available. She reported bg of as high as 300's to 400's and wore the pod on her abdomen or hip. She also stated that she had been hospitalized several times due to hyperglycemia but could provide no further details. She was asked to keep track of defective pods and provide more info if she had further problems. The device is not being returned for eval. No further info reported.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. Unable to confirm any prod malfunction. No conclusion can be reached at this time. The prod user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The lot of prod in question was found to have met all acceptance criteria for release.